Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.